Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent calcified. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent was implanted in the ureter on (B)(6) 2016 and was scheduled to be removed on (B)(6) 2016. According to the complainant, during the scheduled stent removal, it was found that the stent was calcified and turned black in color (due to the calcification). Although the stent was found calcified, it was reportedly still be able to drain. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual analysis of the returned percuflex¿ plus ureteral stent found residues of calcification in the bladder pigtail of the device. During manufacturing the units are inspected in order to ensure that all finished devices meet specifications. Most likely, calcification could have been generated when the device remained in the patient's body for a certain time. Therefore, the most probable root cause assigned to the complaint is "anticipated procedural complication." The device history record (DHR) review found that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent was implanted in the ureter on (B)(6) 2016 and was scheduled to be removed on (B)(6) 2016. According to the complainant, during the scheduled stent removal, it was found that the stent was calcified and turned black in color (due to the calcification). Although the stent was found calcified, it was reportedly still be able to drain. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.